Event description:
It was reported that the customer experienced a button error alarm and numbers ramping up on their own when attempting to program a bolus. It was stated that the customer went to the hospital, and was treated with a manual injection. Troubleshooting was performed, and the alarm could not be cleared as none of the buttons were responding. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.